Event description:
The steris sterilizing unit machine was failing due to the concentration monitor failure. It was noted that the tray being used was bad. A different tray was then used and passed concentration test, but failed the maxpure filter test towards the end of the cycle. It was identified by biomed that machine required replacement parts, which included the maxpure filter, and housing including the pinch shelve value and ck11.